Event description:
Information was received from a consumer regarding a patient receiving morphine via an implantable pump for non-malignant pain. When the patient first got the pump, there was a difference, but since july of 2016 it was back to what it was like before he had the pain pump. The pump was not working as much. It was like he was having withdrawals from not having the medication. This was considered to have been a sudden change in therapy. At the last refill they aspirated more than half a syringe of medication from the pump when they usually only get bubbles.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.